Event description:
A bacterial infection, propionibacterium, caused by pins and plates to set broken arm in (B)(6). Pins and plates removed in (B)(6) and patient placed on IV abx for 6 weeks. Wound reopened two weeks later for antibiotic wash, and patient continued for another six weeks on IV abx. Wound continues to ooze from infection, confirmed to be in bone. May require 12 weeks of abx. Devices manufactured by synthes. Date of use: (B)(6) 2015. Diagnosis or reason for use: arm broken in several places from a fall.